Event description:
Physician attempted to remove a broken wire fragment from the right deltopectoral region using micro elite snare. Force on the device caused the snare to fracture from the retrieval system. Angiographic evaluation showed fragments in the side branches, but not the main flow channel. A loop snare was used unsuccessfully to retrieve the fragments. Given the low likelihood of fragment embolization, the procedure was discontinued and the fragments were left inside the patient.

Manufacturer narrative:
No negative impact associated with the remaining fragments was reported. Attempts to learn additional information were unsuccessful. Because there is no evidence of a serious injury or serious deterioration in health, this event was reported as a product malfunction rather than an adverse event. A lot number, expiration date, and manufacture date are not available for this device because the device was not returned and multiple lots were purchased by the user facility within the past year. Device not returned for evaluation.